Event description:
It was reported that the lead had a recent decrease in the bipolar impedance and a polarity switch. The bipolar and unipolar impedance were both 248 ohms. It was noted that the unipolar capture threshold was stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).